Event description:
It was reported that the patient experienced ilet-dexcom g7 connectivity issues after training, disconnected overnight, and restarted the system the next morning; glucose values and automated dosing were later present, indicating the cgm connected at some point. The patient subsequently experienced hyperglycemia with large ketones after missing a meal announcement and was instructed to disconnect, deliver a manual insulin injection, and reconnect after a waiting period, after which the patient reported a few low glucose episodes. Symptoms included high glucose with ketones and subsequent low glucose. Outcomes included clinical management at home with manual insulin dosing and education. Investigation included user support review of app sync, device connectivity, and patient use of meal announcements, as well as counseling to contact customer support for technical issues. Investigation of this case revealed user-related factors, including a missed meal announcement and intermittent cgm pairing, as contributors to the glycemic excursions. It was concluded that the event was related to use error with cgm pairing difficulties and a missed meal announcement rather than a confirmed device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.